Event description:
Customer reports the softclix plus lancet will not retract. No accidental finger stick reported. No adverse event reported. Requested return of suspect device and replacement was sent.